Event description:
Per the audiologist, following an ear infection the patient reported hearing a constant "roaring" noise with or without her cochlear implant system. She also experienced facial nerve stimulation. A CT scan done in september 2007 showed the electrode array was in place in the cochlea. Results of an integrity test completed the same day showed the device was functioning within normal limits. Reprogramming of the patient's sound processor did not alleviate the problem. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.